Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. The balloon was tightly folded. There was contrast in the inflation lumen. The balloon, markerbands, proximal bond and tip were microscopically examined. There was tip damage. Microscopic examination of the balloon presented no irregularities in the balloon material, markerband and proximal bond that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. The balloon was inflated with an inflation device filled with water to the rated burst pressure for five minutes with no indication of balloon burst. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified mid right coronary artery. After pre-dilation was performed using a 3.0x12 maverick balloon catheter, a 4.0mmx8mm quantum¿ maverick¿ balloon catheter was advanced to the lesion. However, during inflation, the balloon ruptured. Subsequently, additional surgery was done. The procedure was completed with a different device. No further complications were reported and the patient¿s status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified mid right coronary artery. After pre-dilation was performed using a 3.0x12 maverick balloon catheter, a 4.0mmx8mm quantum maverick balloon catheter was advanced to the lesion. However, during inflation, the balloon ruptured. Subsequently, additional surgery was done. The procedure was completed with a different device. No further complications were reported and the patient's status was stable.